Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: reviews of the complaint history, device history record, documentation, manufacturer¿s instructions, quality control procedures, and a visual inspection of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, photos of the device were provided which confirmed a hair-like fiber present inside the packaging. Additionally, a document based investigation evaluation was performed. There is evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and no product returned, investigation has concluded that this event can be traced to manufacturing. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common name & product code: dqx wire, guide, catheter. (B)(6). PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during inspection at a distribution facility, foreign matter described as a hair was observed in the primary package of a safe-t-j amplatz extra-stiff support wire guide. The device did not make patient contact.